Event description:
X-rays indicate osteolysis. Pt has pain in knee. Osteolysis at proximal tibia with loss of bone was noted intraoperatively.

Manufacturer narrative:
This report will be amended when our investigation is completed.